Event description:
It was reported that during a wedge resection procedure, the staples did not form properly. The nurse did not properly clean the instrument in a deep basin after the first firing. Fired another reload to complete the case. There was no patient consequence.